Event description:
It was reported that during a laparoscopic appendix procedure, one time the device did not fire at all, one time it could only be fired with application of excessive force. There were misformed staples, could be removed. No further information is available. There were no patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4).